Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3251. Investigation conclusion: 4307. Visual inspection confirms that the distal hexalobe tip has sheared from the driver shaft. This failure is likely due to the device reaching its fatigue limit during the application of final tightenting. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver has broken off. There is no report of patient involvement.